Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist requested them to cease aligner treatment due to the extensive dental problems they have. They require dental work to be completed on several teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.